Event description:
This complaint is from a clinical study. As index procedure took place, the procedure was coil embolization assisted with vrd (enc453712/ 01425067) of right intracranial vertebral artery. During the index procedure, one of the ed coils/kaneka unraveled for unknown reasons. Additional vrd (enc453712/01425067) was placed in right vertebral artery. It is unknown if the 2nd vrd implanted proximal or distal to, or overlap with the 1st vrd. The event outcome as of was indicated as "resolved without sequelae." According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient had medical history of bronchial asthma. The dissecting unruptured fusiform aneurysm neck was 15.5mm, and the neck to sac ratio was 15.5mm: 12.4mm. The parent vessel size diameter proximal was 2.5mm and distally was 2.9mm. Mrs was 0, two days after it remained 0. No information regarding act, inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. Prior to implanting the vrd, cello/fuji systems co, two 606-s255x (lot#unknown), traxcess 14/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10, ed 14 coils/kaneka(total 24), crc140408-30 (lot unknown), cdf100410-30 (lot unknown, total 3), v-track hydrocoil 10/terumo (total 3) . Procedural images are not available.

Manufacturer narrative:
Event description: during the 3 months follow-up that took place, the digital subtraction angiography revealed coil compaction. Action taken was additional coil embolisation. During the staged procedure, after placing the microplex compass/terumo in the target aneurysm and then when the physician pulled out excelsior sl10 out from the aneurysm, he realised that the proximal section of the micro plex followed to the microcatheter (excelsior sl10) and protruded into the vrd lumen. Therefore, the decision was made to place two vrds (both enc452812/ 01424296) so as to cover the unraveled section of the coil with the vrd, as well as to divert blood flow away from the aneurysm and decrease flow velocity in the aneurysm by placing two vrds. The event outcome was indicated as "resolved without sequelae" according to the physician, the relationship of the event to the procedure was unrelated and to the vrd was unrelated. The previously-treated unruptured fusiform aneurysm neck was 11.0mm, and the neck to sac ratio was 11.0mm:11.0mm. The parent vessel size diameter proximal and distally was not measured. Mrs before the staged procedure 0, and after the procedure was 0. The act pre anticoagulation was not measured but 265 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 90% after the procedure. It is unknown why it was not packed further. Prior to implanting the vrd, cello/fuji systems co, 606-s255x (lot#unknown), x-pedion/covidien (B)(4) were utilized. Other devices utilized during the procedure were, excelsior sl10, x-celerator/covidien (B)(4), microplex compass/ terumo(total2). No further information is available regarding this procedure and the procedural images are not available. On one-year follow up that was conducted, the occlusion rate of the aneurysm was 90%, and the aneurysm neck to sac ratio was 11.0mm: 11.9mm. The parent vessel size diameter proximal was 3.9mm and distally was 2.5mm, and mrs was 0. Antiplatelet therapy included aspirin 100mg/day:ongoing, clopidogrel sulfate 300mg/day: 75mg/day: unknown dosage of heparin was administered intra-procedurally. Heparin 6,000u was administrated intra-procedurally. Continued from d.11. Concomitant devices used:prior to implanting the vrd, cello/fuji systems co, 606-s255x (lot#unknown), x-pedion/covidien (B)(4) were utilized. Other devices utilized during the procedure were, excelsior sl10, x-celerator/covidien (B)(4), microplex compass/ terumo (total2).